Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Issue customer reported did not confirm. However, upon investigation, the meter was discovered to exhibit the memory overwrite issue. Customers and retailers have been informed through the fa16may2006 letter.